Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No display anomaly was noted. The battery was inserted multiple times and all operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. Upon removing and replacing the battery, customer received a battery out limit alarm, which could not be cleared, due to keypad issues. The customer's blood glucose was 222 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.